Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), back pain ("lumbar pain"), swelling ("swelling"), loss of libido ("loss of libido"), dry eye ("dry eye syndrome"), dysgeusia ("metallic taste"), mood altered ("mood changes"), depression ("anxiety depressive disorder"), menstruation irregular ("irregular menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), paraesthesia ("tingling sensation"), fatigue ("chronic fatigue") and adverse event ("cosmetic damages"). At the time of the report, the pelvic pain, allergy to metals, back pain, swelling, loss of libido, dry eye, dysgeusia, mood altered, depression, menstruation irregular, dysmenorrhoea, paraesthesia, fatigue and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, allergy to metals, back pain, depression, dry eye, dysgeusia, dysmenorrhoea, fatigue, loss of libido, menstruation irregular, mood altered, paraesthesia, pelvic pain and swelling with essure. The reporter commented: it was mentioned that the patient is waiting to undergo a surgery to remove the harmful essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.577 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included electrical cardioversion in (B)(6) 2014, cardiac resynchronization therapy in (B)(6) 2014, coronary stent placement in (B)(6) 2010, implantable cardioverter defibrillator insertion ( in left ventricle, changed in 2006) in 1991, mustard operation in 1979 and transposition of the great vessels ( surgically corrected at birth). Previously administered products included for an unreported indication: eliquis. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), back pain ("lumbar pain / lower back pain"), swelling ("swelling"), loss of libido ("loss of libido"), dry eye ("dry eye syndrome"), dysgeusia ("metallic taste"), mood altered ("mood changes / sudden mood swings"), depression ("anxiety depressive disorder"), menstruation irregular ("irregular menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), paraesthesia ("tingling sensation"), fatigue ("chronic fatigue / tired"), adverse event ("cosmetic damages"), alopecia ("moderate hair loss"), flatulence ("gas"), metal poisoning ("metallosis"), anxiety ("anxiety"), mental disorder ("psychiatric issues"), psychological trauma ("psychological issue") and abdominal discomfort ("abdominal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with acenocoumarol (sintrom), alprazolam (trankimazin), bisoprolol, enalapril, escitalopram, heparin, spironolactone (aldactone a) and surgery (essure removed via laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, back pain, swelling, loss of libido, dry eye, dysgeusia, mood altered, depression, menstruation irregular, dysmenorrhoea, paraesthesia, fatigue, adverse event, alopecia, flatulence, metal poisoning, anxiety, mental disorder, psychological trauma, weight increased and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, adverse event, allergy to metals, alopecia, anxiety, back pain, depression, dry eye, dysgeusia, dysmenorrhoea, fatigue, flatulence, loss of libido, menstruation irregular, mental disorder, metal poisoning, mood altered, paraesthesia, pelvic pain, psychological trauma, swelling and weight increased to be related to essure. The reporter commented: it was mentioned that the patient is waiting to undergo a surgery to remove the harmful essure. Follow-up of (B)(6) 2020: cardiac surgery staff had to be prepared as well as a defibrillator during the surgery. The patient has a pacemaker, which makes a surgical procedure that much more complicated, and the essure removal procedure was no exception. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: shows weakly positive results for nickel I, nickel iii and positive nickel ii, chromium I,ii, iii, molybdenum I,ii,iii and titanium dioxide I,ii, iii negative. Cardiac stress test - in 2012: limited by dyspnoea with dizziness episode at the end of the exercise. 12 ml/k/min, theoretical maximal heart rate 39%. Anaerobic threshold 22%; in (B)(6) 2015: 600 metres walked, final oxygen saturation 91%. Score of 2 in the borg scale. Cardiac ventriculogram - in (B)(6) 2014: left ventricular function is within normal parameters. Moderate right ventricular dysfunction. Cardiovascular evaluation - on (B)(6) 2018: 6-minute walk test: 582 metres. Recovery time was 2 minutes. Oxygen saturation 98%, 94%. Borg scale 7 (very hard). Computerised tomogram coronary artery - in 2011: superior vena cava has a minimum diameter of 10 x 8 mm at the atrioventricular connection with drug-eluting stent. Inferior vena cava canal measures 9 x 8 mm. No observable signs of recurring dehiscence. Systemic right ventricle systolic function moderately depressed with ejection fraction 37%. Mirrored coronary arteries with preserved morphology. Endocavitary pacemaker lead in subpulmonary ventricle. Electrocardiogram - on (B)(6) 2012: heart rate: 70-113 beats per minute, median 77 beats per minute. Pacemaker ventricular rhythm and auricular rhythm sensed. No pauses. Frequent monomorphic ventricle extrasystoles with two bigeminy events and one trigeminy event; on (B)(6) 2012: median heart rate 83 beats per minute (69-111). Ventricular pacemaker rhythm and auricular rhythm hard to see. No pauses. Frequent monomorphic ventricle extrasystoles with no intervals; in (B)(6) 2014: pacemaker rhythm set in ventricular mode at 76 beats per minute, qrs complex at 160 ms with right bundle branch block morphology and -150º axis. Atrial rhythm was wrongly set, probably due to microrheometry with atrioventricular dissociation; in (B)(6) 2015: pacemaker rhythm with dual-chamber mode stimulation, qrs of 150 ms with right bundle branch block morphology and 120º axis. Right ventricle growth; in 2016: pacemaker rhythm with atrioventricular stimulation, with wide qrs morphology of 160 ms with right bundle branch block pattern and right axis. Repolarization: secondary changes. Similar to previous ones; in 2017: pacemaker rhythm set to dual-chamber mode. Qrs with right bundle branch block of 160 ms. Electrocardiogram ambulatory - in (B)(6) 2014: ventricular rhythm in ventricular mode with a median frequency of 73 beats per minute and 87 ventricular extrasystoles; in 2016: new mustard-type atrial canalisation with stent in superior vena cava. Vena cava canals of normal size, with flow acceleration through colour-flow doppler on the origin of the superior vena cava without the possibility of recording the degree. Pulmonary venae cavae canals with no signs of stenosis (18 mm) and with normal flow. Right systemic hypertrophied ventricle moderately dilated (inflow tract of the right ventricle of 48 mm and tricuspid ring of 33 mm). Systolic function with very shortened parameters of longitudinal (tricuspid annular plane systolic excursion of 7 mm and systolic wave through tissue doppler imaging 6 cm/s). Even though it does not seem to be that dysfunctional on visual inspection, when assessed as a whole we can see a moderated ventricular dysfunction. Tricuspid valve with normal morphology, with mild tricuspid insufficiency. Three-valve aortic valve, with thin veils and conserved opening, with no regurgitation. Aortic root, descending aortic and aortic arch normal. Left subpulmonary ventricle of normal size and thickness. Overall systolic function preserved. No alterations of segment contractility, with septal paradoxical pulse. Endocavitary pacemaker lead. Mitral valve with thin leaflet. Myocardial infarction cannot be quantified due to the interference of the pacemaker lead. Normal pulmonary valve, with trivial pulmonary insufficiency. Normal pericardium; in 2017: right ventricle dilated and hypertrophic, with moderate to severe dysfunction, mild tricuspid insufficiency. Left ventricle of normal size and function. Ultrasound abdomen - on (B)(6) 2018: limited results due to poor field of vision. The kidney shows slightly inhomogeneous echogenicity and shows no evidence of focal lesions. Gallbladder; biliary tract, spleen and kidneys (which has a small right cyst) show no alterations. Pancreas cannot be observed. No fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: the following information were added: consumer reporter information, patient information, date of birth; medical history; lab date, allergy test, cardiovascular evaluation, ultrasound abdomen, electrocardiogram, computerised tomogram, cardiac stress test; stop date/date explanted; heparin, sintrom,enalapril aldactonea, bisoprolol, escitalopram, trankimazine on products; events: alopecia, flatulence, metal poisoning, anxiety, psychological trauma, mental disorder, weight increased, abdominal discomfort; reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included electrical cardioversion in (B)(6) 2014, cardiac resynchronization therapy in (B)(6) 2014, coronary stent placement in (B)(6) 2010, implantable cardioverter defibrillator insertion ( in left ventricle, changed in 2006) in 1991, mustard operation in 1979 and transposition of the great vessels ( surgically corrected at birth). Previously administered products included for an unreported indication: eliquis. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), back pain ("lumbar pain / lower back pain"), swelling ("swelling"), loss of libido ("loss of libido"), dry eye ("dry eye syndrome"), dysgeusia ("metallic taste"), mood swings ("mood changes / sudden mood swings"), depression ("anxiety depressive disorder"), menstruation irregular ("irregular menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), paraesthesia ("tingling sensation"), fatigue ("chronic fatigue / tired"), adverse event ("cosmetic damages"), alopecia ("moderate hair loss"), flatulence ("gas"), metal poisoning ("metallosis"), anxiety ("anxiety"), mental disorder ("psychiatric issues"), psychological trauma ("psychological issue") and abdominal discomfort ("abdominal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with acenocoumarol (sintrom), alprazolam (trankimazin), bisoprolol, enalapril, escitalopram, heparin, spironolactone (aldactone a) and surgery (essure removed via laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, back pain, swelling, loss of libido, dry eye, dysgeusia, mood swings, depression, menstruation irregular, dysmenorrhoea, paraesthesia, fatigue, adverse event, alopecia, flatulence, metal poisoning, anxiety, mental disorder, psychological trauma, weight increased and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, adverse event, allergy to metals, alopecia, anxiety, back pain, depression, dry eye, dysgeusia, dysmenorrhoea, fatigue, flatulence, loss of libido, menstruation irregular, mental disorder, metal poisoning, mood swings, paraesthesia, pelvic pain, psychological trauma, swelling and weight increased to be related to essure. The reporter commented: it was mentioned that the patient is waiting to undergo a surgery to remove the harmful essure. Follow-up of (B)(6) 2020: cardiac surgery staff had to be prepared as well as a defibrillator during the surgery. The patient has a pacemaker, which makes a surgical procedure that much more complicated, and the essure removal procedure was no exception. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: shows weakly positive results for nickel I, nickel iii and positive nickel ii, chromium I,ii, iii, molybdenum I,ii,iii and titanium dioxide I,ii, iii negative. Cardiac stress test - in 2012: limited by dyspnoea with dizziness episode at the end of the exercise. 12 ml/k/min, theoretical maximal heart rate 39%. Anaerobic threshold 22%; in (B)(6) 2015: 600 metres walked, final oxygen saturation 91%. Score of 2 in the borg scale. Cardiac ventriculogram - in (B)(6) 2014: left ventricular function is within normal parameters. Moderate right ventricular dysfunction. Cardiovascular evaluation - on (B)(6) 2018: 6-minute walk test: 582 metres. Recovery time was 2 minutes. Oxygen saturation 98%, 94%. Borg scale 7 (very hard). Computerised tomogram coronary artery - in 2011: superior vena cava has a minimum diameter of 10 x 8 mm at the atrioventricular connection with drug-eluting stent. Inferior vena cava canal measures 9 x 8 mm. No observable signs of recurring dehiscence. Systemic right ventricle systolic function moderately depressed with ejection fraction 37%. Mirrored coronary arteries with preserved morphology. Endocavitary pacemaker lead in subpulmonary ventricle. Electrocardiogram - on (B)(6) 2012: heart rate: 70-113 beats per minute, median 77 beats per minute. Pacemaker ventricular rhythm and auricular rhythm sensed. No pauses. Frequent monomorphic ventricle extrasystoles with two bigeminy events and one trigeminy event; on (B)(6) 2012: median heart rate 83 beats per minute (69-111). Ventricular pacemaker rhythm and auricular rhythm hard to see. No pauses. Frequent monomorphic ventricle extrasystoles with no intervals; in (B)(6) 2014: pacemaker rhythm set in ventricular mode at 76 beats per minute, qrs complex at 160 ms with right bundle branch block morphology and -150º axis. Atrial rhythm was wrongly set, probably due to microrheometry with atrioventricular dissociation; in (B)(6) 2015: pacemaker rhythm with dual-chamber mode stimulation, qrs of 150 ms with right bundle branch block morphology and 120º axis. Right ventricle growth; in 2016: pacemaker rhythm with atrioventricular stimulation, with wide qrs morphology of 160 ms with right bundle branch block pattern and right axis. Repolarization: secondary changes. Similar to previous ones; in 2017: pacemaker rhythm set to dual-chamber mode. Qrs with right bundle branch block of 160 ms. Electrocardiogram ambulatory - in (B)(6) 2014: ventricular rhythm in ventricular mode with a median frequency of 73 beats per minute and 87 ventricular extrasystoles; in 2016: new mustard-type atrial canalisation with stent in superior vena cava. Vena cava canals of normal size, with flow acceleration through colour-flow doppler on the origin of the superior vena cava without the possibility of recording the degree. Pulmonary venae cavae canals with no signs of stenosis (18 mm) and with normal flow. Right systemic hypertrophied ventricle moderately dilated (inflow tract of the right ventricle of 48 mm and tricuspid ring of 33 mm). Systolic function with very shortened parameters of longitudinal (tricuspid annular plane systolic excursion of 7 mm and systolic wave through tissue doppler imaging 6 cm/s). Even though it does not seem to be that dysfunctional on visual inspection, when assessed as a whole we can see a moderated ventricular dysfunction. Tricuspid valve with normal morphology, with mild tricuspid insufficiency. Three-valve aortic valve, with thin veils and conserved opening, with no regurgitation. Aortic root, descending aortic and aortic arch normal. Left subpulmonary ventricle of normal size and thickness. Overall systolic function preserved. No alterations of segment contractility, with septal paradoxical pulse. Endocavitary pacemaker lead. Mitral valve with thin leaflet. Myocardial infarction cannot be quantified due to the interference of the pacemaker lead. Normal pulmonary valve, with trivial pulmonary insufficiency. Normal pericardium; in 2017: right ventricle dilated and hypertrophic, with moderate to severe dysfunction, mild tricuspid insufficiency. Left ventricle of normal size and function. Ultrasound abdomen - on (B)(6) 2018: limited results due to poor field of vision. The kidney shows slightly inhomogeneous echogenicity and shows no evidence of focal lesions. Gallbladder; biliary tract, spleen and kidneys (which has a small right cyst) show no alterations. Pancreas cannot be observed. No fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), back pain ("lumbar pain"), swelling ("swelling"), loss of libido ("loss of libido"), dry eye ("dry eye syndrome"), dysgeusia ("metallic taste"), mood altered ("mood changes"), depression ("anxiety depressive disorder"), menstruation irregular ("irregular menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), paraesthesia ("tingling sensation"), fatigue ("chronic fatigue") and adverse event ("cosmetic damages"). The patient was treated with surgery (waiting to undergo a surgery to remove the harmful essure). At the time of the report, the pelvic pain, allergy to metals, back pain, swelling, loss of libido, dry eye, dysgeusia, mood altered, depression, menstruation irregular, dysmenorrhoea, paraesthesia, fatigue and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, allergy to metals, back pain, depression, dry eye, dysgeusia, dysmenorrhoea, fatigue, loss of libido, menstruation irregular, mood altered, paraesthesia, pelvic pain and swelling with essure. The reporter commented: it was mentioned that the patient is waiting to undergo a surgery to remove the harmful essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included electrical cardioversion in december 2014, cardiac resynchronization therapy in (B)(6) 2014, coronary stent placement in (B)(6) 2010, implantable cardioverter defibrillator insertion (in left ventricle, changed in 2006) in 1991, cardiac operation (surgery correction of transposition of the great arteries) in 1979 and transposition of the great vessels (surgically corrected at birth). Previously administered products included for an unreported indication: eliquis. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals ("allergic reaction to nickel"), dysmenorrhoea ("painful menstrual bleeding"), back pain ("lumbar pain / lower back pain"), abdominal discomfort ("abdominal discomfort"), menstruation irregular ("irregular menstrual bleeding"), swelling ("swelling"), fatigue ("chronic fatigue / tired"), loss of libido ("loss of libido"), dry eye ("dry eye syndrome"), dysgeusia ("metallic taste"), paraesthesia ("tingling sensation"), mood swings ("mood changes / sudden mood swings"), depression ("anxiety depressive disorder"), alopecia ("moderate hair loss"), flatulence ("gas"), metal poisoning ("metallosis"), anxiety ("anxiety"), mental disorder ("psychiatric issues") and psychological trauma ("psychological issue") and was found to have weight increased ("weight gain"). The patient was treated with acenocoumarol (sintrom), alprazolam (trankimazin), bisoprolol, enalapril, escitalopram, heparin, spironolactone (aldactone a) and surgery (essure removed via laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, back pain, abdominal discomfort, menstruation irregular, swelling, fatigue, loss of libido, dry eye, dysgeusia, paraesthesia, mood swings, depression, alopecia, flatulence, metal poisoning, anxiety, mental disorder, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, alopecia, anxiety, back pain, depression, dry eye, dysgeusia, dysmenorrhoea, fatigue, flatulence, loss of libido, menstruation irregular, mental disorder, metal poisoning, mood swings, paraesthesia, pelvic pain, psychological trauma, swelling and weight increased to be related to essure. The reporter commented: patient was waiting to undergo a surgery to remove the harmful essure. Follow-up of (B)(6)2020: cardiac surgery staff had to be prepared as well as a defibrillator during the surgery. The patient has a pacemaker, which makes a surgical procedure that much more complicated, and the essure removal procedure was no exception. Patient had cosmetic damage. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: shows weakly positive results for nickel I, nickel iii and positive nickel ii, chromium I,ii, iii, molybdenum I,ii,iii and titanium dioxide I,ii, iii negative. Cardiac stress test - in 2012: limited by dyspnoea with dizziness episode at the end of the exercise. 12 ml/k/min, theoretical maximal heart rate 39%. Anaerobic threshold 22%; in february 2015: 600 metres walked, final oxygen saturation 91%. Score of 2 in the borg scale. Cardiac ventriculogram - in (B)(6) 2014: left ventricular function within normal parameters. Moderate right ventricular dysfunction. Cardiovascular evaluation - on (B)(6) 2018: 6-minute walk test: 582 metres. Recovery time was 2 minutes. Oxygen saturation 98%, 94%. Borg scale 7 (very hard). Computerised tomogram coronary artery - in 2011: superior vena cava has a minimum diameter of 10 x 8 mm at the atrioventricular connection with drug-eluting stent. Inferior vena cava canal measures 9 x 8 mm. No observable signs of recurring dehiscence. Systemic right ventricle systolic function moderately depressed with ejection fraction 37%. Mirrored coronary arteries with preserved morphology. Endocavitary pacemaker lead in subpulmonary ventricle. Electrocardiogram - on (B)(6) 2012: heart rate: 70-113 beats per minute, median 77 beats per minute. Pacemaker ventricular rhythm and auricular rhythm sensed. No pauses. Frequent monomorphic ventricle extrasystoles with two bigeminy events and one trigeminy event; on (B)(6) 2012: median heart rate 83 beats per minute (69-111). Ventricular pacemaker rhythm and auricular rhythm hard to see. No pauses. Frequent monomorphic ventricle extrasystoles with no intervals; in (B)(6) 2014: pacemaker rhythm set in ventricular mode at 76 beats per minute, qrs complex at 160 ms with right bundle branch block morphology and -150º axis. Atrial rhythm was wrongly set, probably due to macroreentry with atrioventricular dissociation; in (B)(6)2015: pacemaker rhythm with dual-chamber mode stimulation, qrs of 150 ms with right bundle branch block morphology and 120º axis. Right ventricle growth; in 2016: pacemaker rhythm with atrioventricular stimulation, with wide qrs morphology of 160 ms with right bundle branch block pattern and right axis. Repolarization: secondary changes. Similar to previous ones; in 2017: pacemaker rhythm set to dual-chamber mode. Qrs with right bundle branch block of 160 ms. Electrocardiogram ambulatory - in (B)(6) 2014: ventricular rhythm in ventricular mode with a median frequency of 73 beats per minute and 87 ventricular extrasystoles; in 2016: new mustard-type atrial canalisation with stent in superior vena cava. Vena cava canals of normal size, with flow acceleration through colour-flow doppler on the origin of the superior vena cava without the possibility of recording the degree. Pulmonary venae cavae canals with no signs of stenosis (18 mm) and with normal flow. Right systemic hypertrophied ventricle moderately dilated (inflow tract of the right ventricle of 48 mm and tricuspid ring of 33 mm). Systolic function with very shortened parameters of longitudinal (tricuspid annular plane systolic excursion of 7 mm and systolic wave through tissue doppler imaging 6 cm/s). Even though it does not seem to be that dysfunctional on visual inspection, when assessed as a whole we can see a moderated ventricular dysfunction. Tricuspid valve with normal morphology, with mild tricuspid insufficiency. Three-valve aortic valve, with thin veils and conserved opening, with no regurgitation. Aortic root, descending aortic and aortic arch normal. Left subpulmonary ventricle of normal size and thickness. Overall systolic function preserved. No alterations of segment contractility, with septal paradoxical pulse. Endocavitary pacemaker lead. Mitral valve with thin leaflet. Myocardial infarction cannot be quantified due to the interference of the pacemaker lead. Normal pulmonary valve, with trivial pulmonary insufficiency. Normal pericardium; in 2017: right ventricle dilated and hypertrophic, with moderate to severe dysfunction, mild tricuspid insufficiency. Left ventricle of normal size and function. Ultrasound abdomen - on (B)(6) 2018: limited results due to poor field of vision. The kidney shows slightly inhomogeneous echogenicity and shows no evidence of focal lesions. Gallbladder; biliary tract, spleen and kidneys (which has a small right cyst) show no alterations. Pancreas cannot be observed. No fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: new reporter (lawyer) added and no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.